Event description:
The generator was replaced and was to be returned for analysis. No device has been received to date. No additional, relevant information was received to date.

Event description:
The generator was returned for analysis. Analysis was completed for the returned device. The generator would not interrogate as received. The battery measured 0.025v, confirming an end of service condition. Visual examination of the generator showed markings typical of surgical procedures. Burn marks were observed on the case, which indicated that the generator may have been exposed to an electrocautery tool. No other abnormalities were noted. A visual assessment of the pcba also revealed no anomalies. It was shown that the pcba performed according to functional specifications. Battery depletion appeared to be through normal battery consumption. No additional, relevant information was received to date.

Event description:
The patient presented for an office visit and it was found that the vns generator could not be interrogated due to battery depletion. The patient was referred for surgery to replace the generator due to the depleted battery. During the same office visit the patient reported of muscle spasms with stimulation which had been occurring since the device was implanted. The physician believed the muscle spasms were related to the lead and requested the lead be replaced at the same time that the generator is replaced. No surgical interventions taken are known to have occurred to date. No additional relevant information has been received to date.